Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String at the bottom was broken to a thread, was short [device breakage] . Tampon difficult to use [device difficult to use] . Case narrative: consumer reported via e-mail that tampon string was broken to a thread and was short. No injury reported.

Event description:
String at the bottom was broken to a thread, was short [device breakage] tampon difficult to use [device difficult to use] case narrative: consumer reported via e-mail that tampon string was broken to a thread and was short. No injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on july 15, 2022.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String at the bottom was broken to a thread, was short [device breakage] . Tampon difficult to use [device difficult to use]. Case narrative: consumer reported via e-mail that tampon string was broken to a thread and was short. No injury reported.